Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded 200 units of insulin into the cartridge and then pump requested a minimum of 100 units during the load process. Reportedly, the customer then added an additional 60 units of insulin. After receiving the same message again, the customer loaded an additional 60 units and the same message occurred. The customer was able to load a new cartridge successfully with water and indicated that a new cartridge with insulin would be loaded. There was no reported impact to the customer's blood glucose level.